Event description:
It was reported that during a da vinci-assisted sacrocolpopexy surgical procedure, the mega needle driver would not release from tissue by the surgeon. The procedure was completed with no reported injury. The customer stated they pressed the emergency stop and used the emergency release key but the jaws would not open. While using the key, they heard a pop sound. The intuitive surgical, inc. (Isi) technical service engineer (tse) had the customer press recover on the fault, try to regain control of the instrument and then remove it. The customer did as instructed and the issue was resolved. The customer noted that a cable was broken on the instrument when they removed it. The tse recommended they RMA the instrument. The procedure was continued with a new instrument the tse reviewed the live logs and noted error 23003 on universal surgical manipulator (usm) 2 axis 7. Isi followed up with the initial reporter and obtained the following additional information: the customer had pressed the emergency stop and used the instrument release kit (irk) with no success. The customer stated they had tried multiple times to use the tool to turn and open the jaws but the jaws remained clamped. The customer stated they weren¿t sure if they were using too much force or not enough or otherwise why the jaws were not opening. The customer stated when the irk failed, they took off the emergency stop and the surgeon was able to successfully use an instrument on another arm to manipulate and tease out the tissue from the jaws. The customer was unsure what the other instrument was. The customer confirmed there was no trauma to the tissue whatsoever, no unexpected tissue removal, no bleeding, and the surgeon did not need to perform any surgical intervention such as using extra sutures, clips or staples. The customer stated there was a message at the time of the issue but could not remember the specific message. The customer stated the surgeon may have bumped the instrument which triggered the issue and the emergency stop button was pressed. The customer confirmed there were no clips/staples/hard material between the jaws at the time of the issue. The customer stated once the tissue was removed, they swapped the broken mega needle driver with a backup of the same kind of instrument and completed the procedure robotically with no further issues. The customer was unsure if the instrument was inspected prior to use. The mega needle driver was working successfully prior to the issue for about 30-60 minutes. The customer informed that the target tissue was bladder tissue. Further follow up was performed and the following additional information was obtained: the customer explained that the issue was attributed to user error. The customer explained that the surgeon may have been using the mega needle driver too close to another instrument (unknown type) and an instrument collision caused the surgeon to lose control of the mega needle driver. The needle driver got caught on tissue and the surgeon was not able to move or open it. The customer pressed the emergency stop button and used the key to try to open the instrument but the customer stated the key was turned too many times and caused the instrument to break internally. The customer stated the key did not work due to user error. The customer had called technical support at the time of the event and the technical service engineer (tse) advised them to recover from the emergency stop and use another instrument (unknown type) from another arm to pull the mega needle driver up/open and release tissue. The customer confirmed there was no tissue damage or adverse effect at all and no surgical intervention required. The customer believed the issue was caused by user error from the internal collision of instruments and overuse of the key. The customer stated the surgeon was sewing mesh in at the time of the event.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) replicated and confirmed the customer reported failure that the mega needle driver would not release from tissue. Fa found the primary failure of a broken grip cable at the proximal end, within the housing, to be related to the customer reported complaint. As a result, non-intuitive motion may have been observed at the distal end. The instrument¿s inputs were manually articulated and the grip tips were not able to open and close properly. The root cause of broken ¿ proximal instrument grip cables is attributed to a component failure. Additional observations not reported by the site include signs of corrosion on the instrument bearings. The pitch and grip input disk bearing exhibited an orange discoloration. The root cause of corroded/contaminated instrument bearings is typically attributed to mishandling/misuse, most commonly caused by improper cleaning/reprocessing techniques. The instrument was found to have various scratch marks on the main tube. The scratch marks were 0.110¿ -0.197¿ in length and were not aligned with the tube axis. The root cause of the scratch marks/abrasions on the instrument main tube is typically attributed to mishandling/misuse. A review of the remotefe procedure log showed the mega needle driver (part # 470194-06 / lot # k10211108-0240) associated with this complaint was used in a sacrocolpopexy procedure performed on (B)(6) 2022 on system sk3827. Another mega needle driver was also used during the procedure. No image or procedure video was provided for review. This complaint is being classified as a reportable event due to the following conclusion: it was reported that tissue was stuck in the instrument's jaws when the instrument failed to open. Medical intervention may be required in the event that the instrument fails to unclamp/release from tissue when commanded by the user or system. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.